Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) because of quality controls (qc) issues. Results for sodium levels 1 and 2 were low out of range. A customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a power flush on the integrated multi-sensor technology (imt) module, and ran dilution check. The cse ran qc, resulting within range. The cause of the discordant, falsely low na results obtained on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on three patient samples on a dimension vista 500 instrument. The customer stated that patient samples 1 and 2 were auto released and patient sample 3 was not. The samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.